Event description:
It was reported that during a da vinci-assisted surgical procedure, tip-up fenestrated grasper tip was broken and stuck in trocar. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: all instruments were inspected prior to case start and insertion into ports. The damage was first observed intraoperatively, as instrument was no longer functional by the surgeon. No collisions were noted/reported. A larger incision was not required, as a new sleeve and were seal obtained to continue the case - as well as instrument. Photos of the instrument when it was removed were provided for review.

Manufacturer narrative:
An image associated with the event was provided for review and was found to have the proximal clevis dislodged. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken main tube approximately 2.3120¿ from the distal tip. A piece measuring approximately 6.95 mm x 3.69 mm was not returned with the instrument. The components adjacent to the broken main tube did not show damage. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.